Event description:
It was reported that the patient presented to the hospital for a scheduled pacemaker exchange procedure. The right atrial lead was noted to be capped on (B)(6) 2018. The patient was in stable condition.